Event description:
It was reported via repair work order that the bed lost all electronical functionality and was stuck at mid-height due to junction boxes and control box malfunctions. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.